Manufacturer narrative:
Sc-1132 (sn: (B)(4)) the device functionality test was performed to ensure the device integrity. No anomalies were found. Sc-2218-50 (sn: (B)(4)) device evaluation indicated that the leads were cleanly cut. Damage to the devices is a result of a typical explant procedure and it is not considered a failure. Sc-2352-70 (sn: (B)(4)) device evaluation indicated that the leads were cleanly cut. Damage to the devices is a result of a typical explant procedure and it is not considered a failure. Sc-4316 (sn: (B)(4)) device evaluation revealed one of the eyelets was torn with missing silicone material.

Event description:
A report was received that the clik anchor was returned for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician confirmed that everything was removed from the patient, including the silicone from the clik anchor.

Event description:
A report was received that products were return for an unknown reason. Product investigation revealed that one of the clik anchors had a torn eyelets and the silicone material from these eyelets were missing.

Event description:
A report was received that products were return for an unknown reason. Product investigation revealed that one of the clik anchors had a torn eyelets and the silicone material from these eyelets were missing.